Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of an incisional hernia with composix kugel secondary to open cholecystectomy. On (B)(6) 2008 - office visit: pt complains of increasing pain in lower quadrant. On (B)(6) 2008 - pt underwent repair of recurrent incisional hernia with a non-bard mesh. Most of the composix kugel mesh was excised except a small piece left in the upper abdomen. On (B)(6) 2008 - pt underwent wound debridement and application of wound vac. On (B)(6) 2008 - office visit: pt on antibiotics and appears to be steadily improving with wound vac.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt has multiple comorbidities including diabetes and morbid obesity. The pt developed a recurrence at which time the surgeon noted the pt was not a good candidate for repair due to the pt's weight, however due to the pain the pt experienced, the repair was performed. The pt was treated for an infection, although there is no indication the composix kugel mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, a portion of the mesh remains and implanted and the other portion was not returned for eval. With the currently available info, no conclusion can be drawn.